Manufacturer narrative:
Device evaluation: the returned sample was inspected at the manufacturing site under 10x microscope magnification. The lens was received cut into two (2) pieces, with a small amount missing from one of the pieces. A red stain was observed on the lens, stain appears to be blood. Also near the stain, scratches were observed. Visual inspection revealed surface residuals (debris/particles) on the sample, which is consistent with the lens being handled out of a sterile environment. Miq (measuring image quality) test performed showed lens corresponds to a 29.0 diopter lens. Due to the returned condition of the sample, no further investigation was performed. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing method, inspections or specifications associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that intraocular lens (iol) was explanted from patient's right eye, due to dysphotopsia causing impaired vision and visibility. No incision enlargement occurred and no vitrectomy was performed. A replacement lens was placed. Replacement lens was of the same model (zma00) diopter 25.5 (serial number (B)(4)). Patient is reported to be fine, post-operatively. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.